Manufacturer narrative:
(B)(4). This complaint was for a report of a connection issue. This complaint was not confirmed in the lab due to a lack of sample. Not enough data is available within the complaint to identify root cause. This review found the labeling adequate for the reported user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be conducted as the lot number is unknown.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted baxter's technical service center requesting assistance to remove the cassette from the homechoice machine. The hp stated the spike came out of the bag during set up. The hp further stated that he only connected one bag. The technical services representative (tsr) assisted the hp with getting the cassette out. The tsr explained that the hp could start over with new supplies. On (B)(6) 2011, product surveillance spoke with the hp's nurse who confirmed the hp is doing well with therapy and confirmed there have been no reports of therapy issues. No patient injury or medical intervention was reported.